Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation details, fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulators (usm) were drifting. The initial troubleshooting involved reviewing the error logs, but no related errors were identified at that time. The customer had observed drifting in both usms 1 and 2, once while the surgeon was at the console and again when not at the console. The immediate actions taken by the customer included pressing the e-stop multiple times and power cycling the system, which allowed the procedure to continue. The customer later called to have the error logs reviewed and requested a follow-up. During the review, it was explained that drift or resistance could have resulted from port placement, and it was noted that the customer planned to use their other patient side cart for subsequent procedures. Further review of system logs identified a single 23008 pot to encoder error on usm2, axis 1. The procedure was converted to another da vinci surgical system with no reported injury.